Event description:
It was reported that the telescoping lock on the 9800 system is broken. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the system cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.